Event description:
On (B)(6) 2011 customer reported a false high digoxin result of 2.4 ng/dl was generated on the dxc 600i instrument and reported outside of the lab. A nurse questioned the result prior to giving the patient any treatment, which prompt the customer to repeat the test. Customer repeated the test which yielded a lower value of 1.8 ng/dl. This value was amended. Controls were run before and after this incident and the results were within established ranges. Customer technical support (cts) advised the customer to perform precision run of qc l2 and patient sample. The precision run for patient sample results were repeating at 1.8 ng/dl. No service requested as this appeared to be a one-time problem. The root cause was unknown and the false high result was not reproducible.